Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing that led to false pause episodes. Programming changes were made. The patient was in stable condition.